Event description:
A materials manager reported that the cannula dislodged into the pt's eye at an angle during a procedure. The surgeon started with light pressure and when he exerted a little more pressure, the cannula popped off. The cannula was removed from the eye and fell below and sterile field, therefore, another 30 gauge irrigating cannula from the pack was used to complete the case with no further issues. There was no harm to the pt.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).